Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-13261. Related manufacturer report 3006705815-2019-04657. It was reported that patient experienced ineffective stimulation due to the system not providing adequate relief. Patient had a recent trauma and felt that their therapy was changed. Programming changes were made were successful and patient had appropriate stimulation. Patient requested their system to be explanted. A surgical intervention is anticipated in the near future. No further information is available.

Event description:
New information received states that auto reducing, and high impedance issue was observed. Bilateral coverage was obtained on the left lead. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.